Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint device was received and inspected. Visual observation confirms the upper jaw bent slightly, consistent with the device hitting bone during a procedure or being mishandled/ dropped (or indicates blunt force impact). Apart from these considerations, a root cause cannot be discerned. The other reported failure that the needle shot out underneath, rather than through the jaws could not be duplicated. An expressew iii needle was loaded onto the device and tested on a sample rubber strip. The needle could be deployed as intended and it was tested several times for continuity. A manufacturing record evaluation was performed for the finished device [product code: 288233, lot number: 48012-180706] , and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a rotator cuff repair procedure the customer's expressew iii autocapture+ was fired and the needle shot out underneath, rather than through, the jaws of the device. This caused the lower part of the jaw to bend. The case was completed with another like-device with no patient harm or delay. This is report 1 of 1 for (B)(4).